Event description:
It was reported that an unspecified quantity of clearlink system extension sets were coming apart; further described as the intravenous (IV) tube came out of the plastic valve. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: this issue resulted to a leak of sodium chloride or lactated ringer's solution. Update to b5 quantity. B5: the affected product is two (2), previously submitted as unspecified quantity. F10/h6: medical device problem codes: a050401 fluid leak will be added. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which observed that the tubing was separated from y-site in the downstream part. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.